Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports, the uvc was leaking below the hub, after accessing the device with the stop-cocks closed and all connections tight, blood was flowing back quickly from the baby. When investigated, it was found to have a split below the hub. There were no difficulties noted by the doctor upon inserting. It was inserted on (B)(6) 2011 and secured using the bridge. There was a continual infusion of 0.45 ns with heparin 1u/cc infusion at 0.5cc/hr. Line used for specimen drawing (i.e labs and blood gases) at which point, ns in 10cc syringe is used to flush with. Alcohol used on all hubs and all access points when accessing line. Uvc removed on (B)(6) 2011, and not replaced, no injury to the pt noted.